Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. Additionally, no physical damage of the device was confirmed at where the foreign material was remained. However, the reported event is likely due to insufficient reprocessing. A definitive root cause cannot be determined. User can detect/prevent the suggested event by following IFU below. Detection method is described in gif-h185 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.